Manufacturer narrative:
The customer's reported complaint that "the patient temperature displayed on the monitor of the thermogard xp ivtm system (s/n (B)(4)) was intermittently inaccurate" was confirmed during functional testing. The root cause of the reported issue was the defective t1/t2 connector block due to a defective component. The customer's additional reported complaint that "the thermogard console intermittently displayed 'air trap' error messages" was confirmed based on the event log review and during functional testing. The root cause of the reported issue was the air trap sensor block assembly due to a defective component. During visual inspection, no physical damage was observed on the thermogard console. A review of the event log data revealed mid:09 (air trap assembly) error messages, indicating that the air trap sensors were defective and caused the intermittent error messages; thus, confirming the customer's reported complaint. During functional testing, the thermogard system displayed a 0.2 °c discrepancy between the patient temperature set on the calibrated tp400 temperature simulator and the patient temperature shown on the console's display screen. Temperature calibration was performed but was unsuccessful. Service personnel concluded that the root cause of the issue was the defective t1/t2 connector block, which was replaced to remedy the fault. During further functional testing, the thermogard system intermittently displayed mid:09 error messages. The root cause of the issue was the defective air trap sensor block, which was replaced to resolve the problem. Following service, the thermogard console passed all tests with no issues and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the customer observed that the patient temperature displayed on the monitor of the thermogard xp ivtm system (s/n (B)(4)) was inaccurate, significantly different every several hours. The patient temperature displayed on the monitor was sometimes higher and sometimes lower than the patient temperature measured by a bard bladder temperature probe. Sometimes, the monitor would not display the temperature at all. The user removed the temperature probe and re-inserted it to troubleshoot the issue. After the temperature probe was re-inserted, the temperature displayed on the monitor returned to normal, but after several hours, the issue occurred again. The next day, zoll sales representative visited the customer site with a new bard bladder temperature probe. The customer used the new probe, but ten hours later, the issue re-occurred. The following day, zoll service technician visited the customer site and evaluated the console, but the issue was not resolved. In addition, the customer reported that the thermogard console intermittently displayed "air trap" error messages. The type of the "air trap" error was not specified. As reported, the treatment was continued and completed using the same console. No consequences or impact to the patient.